Event description:
Pressure set to 40mmg. Extreme extravasation witnessed in complete arm and upper half torso. Anesthetist very anxious and patient was referred to specialist for post op care as a result.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. Pump transducer p1 failed raw output test at 37.0mmhg. Specs are 0.0 mmhg with range of +/- 15mmhg. Pump failed wet test. Readings setting at idle on wet station are 40mmhg pressure at 0.0 l/m flow. Pump was reading blank on pressure reading and 0.9 l/m flow setting at idle. Replaced transducer p1 with a test transducer and unit passed functional and wet tests with readings well within specs. Transducer was manufactured 12th week of 2006 and is over 4 years old. Root cause of pump malfunction is transducer p1 serial number (B)(4) and date code 1206. (B)(4).